Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16sept2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer verified the air inlet filter was clean and the cooling fan was running. The fse provided the customer with part information for the blower, software version 2.30, the manual reference for software installation and the service bulletin for software 2.30. The customer reported that the error did not recur. The air inlet filter was replaced and the respiratory therapist were reminded not to position the unit where the inlet is blocked. The unit was returned to service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the unit declared a patient disconnect alarm for 6 hours. The device was in use at the time of the event; however, there was no patient harm.